Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on their side and the touch screen became shattered. The pump touch screen became non-functional. Customer's blood glucose was between 201-202 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.